Event description:
This is filed to report single leaflet device attachment (slda) and recurrent tricuspid regurgitation. It was reported that a concomitant mitraclip procedure was performed to treat severe degenerative mitral regurgitation (mr) and severe functional tricuspid regurgitation (tr). Two ntw clips were implanted on the mitral valve with no reported issue, reducing mr to grade 1-2. The steerable guide catheter (sgc) was then retracted to the tricuspid valve. In an off-label procedure, two (xtw) mitraclip were implanted on the tricuspid valve with no reported issue, reducing tr to grade 1-2. It was noted that imaging was challenging on the tricuspid valve. The following day, the second clip on the tricuspid valve had detached from one leaflet and tr increased to grade 2. Although not well visualized on transthoracic echocardiography (tte) to identify which leaflet it detached from, the physician feels there was a significant increase in motion. In the physician¿s opinion, the single leaflet device attachment (slda) may have been due to thin leaflets and challenging imaging. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported incomplete coaptation/slda appears to be due to a combination of challenging patient anatomy and procedural conditions. The off-label use was due to the mitraclip device being used on the tricuspid valve. A cause for the reported poor imaging could not be determined. The reported tr is a cascading event of the slda. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.